Manufacturer narrative:
It was reported from the facility that a patient was undergoing a posterior spine fusion and exploration of the spine when the gauze was noted to be fraying in the spine during the procedure. The material had to be picked out by the surgeon and the area was irrigated with no additional intervention required. The patient was under general anesthesia at the time of the event; however there was no reported additional anesthesia required or extension in procedure time required related to the customer reported issue. There is no additional information available. There was no report of any adverse patient consequence, no effect on the patient's stability as a result of the incident. A companion sample was returned to the manufacturer for evaluation and the customer reported issue was confirmed. A definitive root cause for the reported issue could not be determined at this time. There is no additional information available. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the gauze was noted to be fraying in the spine during the procedure and required manual removal during the procedure.